Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that while infusing tpn, the infusion set broke at the filter. There was no report of patient harm.

Manufacturer narrative:
The customer¿s report that the infusion set broke at the filter was confirmed. Visual inspection of the set showed that the outlet tubing was completely detached from the 0.2 micron filter and the outlet port of the filter was broken off and still inside the end of the detached tubing. Functional testing was not performed because of the obvious separation. The root cause of the damage was not identified.